Event description:
During a shoulder procedure it is alleged that the tip of the ablator broke off and fell into surgical site. Surgeon made an attempt to retrieve it but could not find it. It is unknown if the tip is in the patient of not. Unable to confirm where the tip of the ablator is.